Event description:
Prior to placing the left ureteral stent, the surgeon noticed that the end of the stent was cracked. A new device was obtained. It is unknown if the new device was of the same or a different lot.